Manufacturer narrative:
Manufacturers ref# pr289505. Summary of investigational findings: the article describes 26 cases of filter leg penetration with 12 of those being involved in penetration of one of the following organs: vertebral body, aorta or common iliac artery, liver, small bowel, diaphragm and lymph node. The authors of this journal article performed a retrospective review of their ivc filter patients who underwent CT scan while their filter remained in situ. The CT scans were assessed to see whether the filter struts had penetrated the ivc and if so, to what extent. There were 66 patients reviewed in total; 21 of these had gunther tulip filters and 26 had celect filters. The remaining 19 had another manufacturers¿ filter. The median duration of indwell time was 14 months. The authors applied the following penetration classification system in their review: grade 0: all struts remained confined entirely within the ivc lumen grade 1: a strut(s) is immediately adjacent to an external aspect of the ivc wall, likely reflecting tenting of the wall grade 2: a strut(s) entirely outside the ivc lumen but within the retroperitoneum grade 3: strut interactions with adjacent organs outside the ivc, such as liver, bowel, and aorta. The reported ivc penetration rates for the cook filters were: grade celect (n=26) grade 1 3 grade 2 11 grade 3 12 an indwell time of > 30 months was found to be a risk factor for grade 3 penetration. The authors note that because of the retrospective nature of the study they were unable to investigate whether there were an ivc penetration-related symptoms in these patients, so there¿s no way of knowing whether any of these patients were symptomatic (and required additional treatment) or if these were simply incidental findings on the CT scans. The authors do note that ¿no CT scan was required for symptoms related to filter strut penetration.¿ this would suggest the penetrations had not caused any significant clinical complaints but cannot be used as definitive evidence that they did not cause clinical complaints. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. There are adequate controls in place to ensure the device was manufactured to specifications, but cook was unable to conduct a review of the device history record, as the lot numbers of the complaint devices were not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Article: long-term computed tomography follow-up results of strut penetration of inferior vena cava filters. Yang et al. 2019. D4) catalog# is unknown but referred to as cook ivc filter. Investigation is still in progress.

Event description:
Description of event according to article: 26 cases of filter strut penetration with 12 of those being involved in penetration of one of the following organs: vertebral body, aorta or common illiac artery, liver, small bowel, diaphragm and lymph node. Patient outcome: unknown.